Manufacturer narrative:
A1 - a6, b5 - b7: updated d3. Manufacturing plant address, city, zip code: corrected d9: device was received on 2/7/2025 h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective air detector and a degraded downstream occlusion (dso) seal. The air detector and dso seal were replaced to fix the issue.

Event description:
There was no patient involvement.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line error but no air in line. There was unknown patient involvement.